Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 93 mg/dl. Assisted customer with troubleshoot for blank display. Customer states the display did not return. The customer also had pump error alarm. Customer stated that the alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Device was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.